Manufacturer narrative:
Product event summary: analysis confirmed the reported event; overlay/bezel assembly found out of electrical specification. Analysis also found the programmer failed led (light emitting diode) control output test; lem (link electronic module printed circuit board assembly found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the touch pen was not working, unable to calibrate. The programmer was returned for repair. No patient complications have been reported as a result of this event.